Event description:
It was reported that patient underwent the second stage of a two stage hip revision procedure on (B)(6) 2011, to remove an antibiotic spacer and implant hip prostheses. The antibiotic stem was found to be well-fixed and after two hours of attempted removal, the stem remained implanted. The patient had a fatty embolism and expired during the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This is MDR three of three (1825034-2011-00973 through 00975) for this event.